Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device was requested but not returned by the hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. 0001822565-2021-03306.

Event description:
It was reported that during a revision surgery for pain and metallosis, the femoral neck module was cold-welded, and when attempting to mobilize the stem, the lateral femur was perforated. An extended trochanteric osteotomy was performed to release the stem, and a claw and cable system were used to reduce the fracture. A new stem was placed without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Approximately 14 years later, the patient was revised due to pain and metallosis. While attempting to extract the femoral neck, it was noted to be cold welded. While attempting to remove the stem, the lateral femur was fractured. New zimmer products were placed without complication and the fracture was reduced with cables. A definitive root cause cannot be determined for the bone fracture. There is no problem found relating to the neck and stem not disengaging as they are designed to achieve stable, long term fixation, as described in the kinectiv distraction memo. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.